Event description:
This is being filed to report the partial clip detachment, device caused damage. The aim of the study was to assess the impact of teer using the mitraclip device on the burden of va and ICD therapies. Complications identified were periprocedural partial clip detachment during placement of a second mitraclip device. The results of the study suggest that teer results in a significant reduction of ventricular arrhythmias and ICD therapies in advanced hf patients. These effects were more prominent in patients presenting with non-ischaemic cardiomyopathy, higher baseline nyha functional class and larger lv dimensions. While teer did reduce va burden, it did not result in improved two-year survival in this advanced hf cohort. Specific patient information is documented as unknown. Details are listed in the attached article, titled impact of percutaneous mitral valve repair using the mitraclip system on ventricular arrhythmias and ICD therapies.

Manufacturer narrative:
The clips remains in patients. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI number is not known as the part and lot number were not provided. The additional death and malfunctions reported in the article are captured under separate medwatch reports.

Manufacturer narrative:
The device was not returned for analysis. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, a cause for the reported device damaged by another device could not be determined. The reported single leaflet device attachment (slda) is a cascading event of reported device damage by another device (contact between the clip). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.